Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Three open trocar assemblies in a small parts tray within a bag were received. The samples were visually inspected and found to be conforming for cannula damage and nonconforming for septum damage. Samples #1 and #3 had cut septum's and sample #2 the septum slit extended into the hub. Leak testing could not be performed due to the damage of the samples. The trocar cannulas were then dimensionally inspected and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for trocars leaking is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The returned cannula samples were visually and dimensionally conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for the trocar leaking complaint is unknown therefore specific action for this complaint cannot be taken. No action was taken as the trocar cannulas were manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. All trocar assemblies are 100% inspected for gage size. Any non-conformance found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported trocars of the pack leaked and came out while inserting the different cannulas and probes during surgery. There was no report of patient harm. Additional information was requested; however, none has been received to date.